Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 ventilator indicating that there was an alarm power switch fault. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm.

Manufacturer narrative:
H10: a philips authorized service provider (asp) reported the device displayed a power switch fault on the screen. The asp confirmed the customer contracted with an alternative service vendor to replace the power switch overlay to resolve the issue. No additional information was provided. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.